Manufacturer narrative:
Title: one-year outcomes of radiofrequency ablation of incompetent perforator veins using the radiofrequency stylet device: cohort study from east asia author: chang-ming wang, shi-lu zhao, qi-chen feng journal: phlebology year: 2020 vol/issue: 0(0) ref: 10.1177/02683555209734. Age: average age. Sex: majority gender. Event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to assess the outcomes of patient's who underwent radiofrequency ablation (rfa) for their incompetent perforator veins (ipvs) with closurefast stylets. 117 patients (138 limbs) were included in the study. Medtronic's closurefast catheter and rfg generator were used. Immediate technical success was achieved in all cases of ipvs, although repeated access and rfa was performed simultaneously in 6 ipvs in which residual flow was observed after first trial. Complications of ecchymosis and induration, pain (requiring oral medication), paresthesia, and phlebitis were reported. 1 recurrent ulceration was reported post treatment (2-6 months post procedure). Total of 2.3% of veins were reported to have recanalised at 1 year follow-up.